Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell six of six of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. One of the supply bags was not connected to the line and was leaking on the floor. The treatment was discontinued and the patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the leak occurred between the apd luer lock adaptor and a non-fresenius solution bag. The pdrn stated the patient has been having issues with the adaptor. The pdrn states that the patient has been trained on how to connect the baxter bag to the adapter several times and believes that the patient is not securely connecting the baxter bag to the adapter, causing it to leak. The pdrn stated that they are having the patient come in with the adapter¿s and will retrain the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the adaptor is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d4, d10, h3, h4 plant investigation: two companion samples were received identified as product 050-95018 lot number 19nr08130 with its original package. The companion samples were visually inspected and found to be acceptable. In addition, the white connectors were dimensionally inspected; the samples were found within the acceptable range. A functional test was performed in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample the alleged failure stated in the complaint was not confirmed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.